Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image got abnormal. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to report the correction of MFR report #8010047-2020-02631 which was submitted on may 11, 2020. This event was that ¿the endoscopic image of the subject device was not displayed¿, instead of ¿the endoscopic image got abnormal¿, and this information was provided by the user. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the endoscopic image of the subject device was not displayed. There was no report of patient injury associated with this event.